Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication or allegation of a product malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. No additional details surrounding the patient's death were reported. A review of the downloaded data indicates that the patient was treated on the date of passing. The patient was in CPR artifact starting on (B)(6) 2017 at 00:31:06. The lifevest delivered one inappropriate treatment on (B)(6) 2017 at 00:41:36 with a rhythm of CPR artifact. The patient remained in CPR artifact after the treatment and the electrode belt was disconnected at 00:56:14. The treatment delivered a 7 joule treatment. The low energy pulse likely resulted from poor contact between the therapy electrodes and the patient's skin, as CPR was being performed at the time of the treatment. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. A review of downloaded data does not suggest a product malfunction. The patient passed away on (B)(6) 2017.